Event description:
It was reported that, during a coronary artery drug eluting stenting treatment procedure, catheter entrapment on the guidewire occurred. The physician had selected a 2.5x24mm taxus express2 drug eluting stent (des) to treat an unknown lesion. While trying to advance the stent delivery system over the unknown type guidewire, it became "stuck" on the wire and was not able to move forward or backward. The device was not used further. This occurred during preparation and the device did not contact the patient. Taxus express2 des. There were no patient complications reported.